Event description:
It was reported that complications were observed in pts who had undergone anterior cervical discectomy and fusion (acdf) augmented with high-dose rhbmp-2. The surgical procedure was performed using a modified surgical technique. Decompression and decortication were carried out and the cage was filled with rhbmp-2. Add'l rhbmp-2 was also placed lateral and anterior to the graft within the disc space - up to 2.1 mg/level was used. An anterior cervical plate was then placed. Intraoperative radiograph confirmed proper alignment and fixation of the bone graft and plate. A pt who had undergone a single-level acdf experienced swallowing/breathing difficulties that resulted in readmission to the hospital four days postoperatively. No details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: shields et al. Adverse effects associated with high-dose recombinant human bone morphogenetic protein-2 used in anterior cervical spine fusion. Spine. 2006; 31: number 5, pp 542-547. Device was not returned to the MFR for eval. Without add'l device info, a review of the device history records is not possible. We are, therefore, unable to determine the cause of the event.